Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported "implant rupturing, extreme fatigue, headaches, sickness and pain the breast". Patient later reported "capsular contracture". Later healthcare professional reported "rupture" and "wall of prothesis was completely torn apart". This record is for the right side. Device has been explanted and replaced with another manufacturer´s device. Device will not be returned.